Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported a (B)(6) architect (B)(6) on one patient. The results provided were: sid 6466568 on (B)(6) 2017 initial = 0.48s/co (<1.00s/co = (B)(6)) / repeated = 6.05s/co (>/=1.00s/co = (B)(6)). The patient was previously (B)(6) for (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer reported an initial false non-reactive result for one patient sample when using architect anti-hbc ii reagent, list number 8l44-35, lot number 73144li00. A review of tickets for lot 73144li00 did not identify an increase in complaints and no trends for the reported issue. Sensitivity testing was performed with retained kits of lot 73144li00 and two commercially available seroconversion panels (biomex scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared with data provided by biomex. Reagent lot 73144li00 detected the same bleeds as reactive with comparable s/co values when compared to the data provided by biomex. A review of the instrument log files was performed and detected no issues associated with this complaint. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect anti-hbc ii, lot 73144li00.

Manufacturer narrative:
Corrected suspect medical device; lot# from unknown to 73144li00.